Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The catheter was returned in two segments. The first segment was returned outside of the hoop and measured approximately 34.0cm from the strain relief. The second segment was lodged inside of the packaging hoop with a minimal portion of the catheter protruding from the distal end of the hoop. The remainder of the catheter could not be removed from the hoop. The catheter break was examined under magnification (10x) and was not clean with evidence of stretching. The stretching is indicative that excessive force was applied to the catheter. Based on the sample eval, it is possible that the catheter was flushed while still within the hoop. Flushing the catheter activates the hydrophilic coating. If the catheter is not kept moist, then the coating can dry and require excessive force to remove the catheter from the hoop and cause the catheter to break . However, the definitive root cause is unk. The seeker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions and potential complications associated with the device.

Event description:
It was reported that a crossing support catheter broke during removal from the packaging hoop. Reportedly, the catheter was flushed while it remained in the packaging hoop. There was no pt involvement.

Manufacturer narrative:
After further clinical review if this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for evaluation. The investigation is currently underway.